Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 207 mg/dl. A supply change was performed and the customer received an additional occlusion alarm. The customer troubleshot the issue on their own prior to contacting tandem technical support and verified the occlusion was within the cartridge. A cartridge change was performed and insulin was observed exiting the infusion tubing during the load fill tubing sequence. Insulin deliveries were resumed.